Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The brush passage was found to be restricted when attempting to brush the passage through to the suction cylinder side. A boroscope was used and damage was found on the suction cylinder. The boroscope found that the forceps channel was kinked and tear marks were found inside the channel. Scratches and dents were found on the distal end of the plastic cover, surface scratches were found on the insertion tube and light guide tube and a minor dent and scratches were found on the plug unit gold pins of the scope connector, which did not affect the function. Cracks were found on the light guide lens (3x) and the adhesive on the rubber of the bending section cover. There was a leak on the biopsy channel and play on the up/down and right/left control knobs, the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the red button from the suction side on the evis exera iii colonovideoscope got ¿stuck¿ inside the scope. The customer was able to remove the piece from the scope but the metal piece in the middle went down the channel. It was flushed out but it came out through the scope. This was observed during reprocessing. The intended procedure was therapeutic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that physical stress was applied to the suction cylinder, causing scratches and deformation. As a result, the suction button was caught and could not be removed from the suction cylinder. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.